Event description:
Boston scientific received information that, during the implant procedure, this pacemaker failed to pace, so another device was implanted. No adverse patient effects reported.

Event description:
---

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, initial analysis indicated there were no hardware resets. Further analysis being completed.

Manufacturer narrative:
This pacemaker will be returned to boston scientiifc for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the device passed all functional testing, which confirmed proper operation of the pacing and sensing functions of the device as well as the lead impedance testing functions. The reason for return was not confirmed through testing and detailed analysis. It is concluded that the proximal set screws had been removed during the implant procedure.